Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Initial reporter phone: (B)(6). This report is being filed on an international device; zcv225 that has similar devices which are distributed in the united states under PMA p980040 (zct225). Device manufacture date: unknown as serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that failure of corrected visual acuity of left eye occurred after the cataract procedure of both eyes and only intra ocular lens(iol) of left eye became cloudy. The corrected visual acuity was 0.3 and the lens is to be replaced. It was noted that a planned lens exchange will be conducted however not yet confirmed. No additional information was provided.

Manufacturer narrative:
Additional information: the following fields were updated based on the new information received for the patient: section a2: age/date of birth: 86 years. Section a3: sex/gender: female. Section d10. Device available for evaluation? Yes; returned to manufacturer on: 2/4/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was received in a bag inside a test tube filled with a clear liquid at the manufacturing site for evaluation. The lens was evaluated under microscope and no defects or cloudiness was observed in the lens. The complaint was not verified in the return sample. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed and no non-conformance reports were found associated to this production order number. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information was received and the following information was provided: in 2015, cataract was pointed out to the patient. In 2019, the decision was made to perform cataract surgery; however, they found fundus bleeding in the left eye (os) of the patient. On (B)(6) 2019, the right eye (od) surgery was reported to have been successful. On (B)(6) 2019, the symptoms of blurry vision, the day after left eye surgery was noted. On the day 3, after the surgery, vitreous bleeding of the eye was reported. One (1) week after the operation, the vitreous bleeding resolved. However, the lens was reported to be turbid. Two (2) weeks after the surgery, the lens replacement was planned because the intraocular lens (iol) turbidity was not resolved. On (B)(6) 2020, the iol was exchanged in the left eye (os). On (B)(6) 2020, it was reported that there has been no problem in the postoperative course. The patient and product information also were provided, therefore, the following fields have been updated accordingly: section a2: age/date of birth: 86 years. Section a3: gender/sex: female. Section b2. Updated to outcomes attributed to adverse event: required intervention. Section b3: date of event: (B)(6) 2019. Section d4: complete catalog #: zcv2250240. Section d4: unique identifier (UDI#): (B)(4). Section d4: expiration date: 8/21/2024. Section d6: if implanted, give date: (B)(6) 2019. Section d7: if explanted, give date: (B)(6) 2020. Section h4: device manufacture date: 8/21/2019. Section h6: device code: 3191 - iol turbidity. Section h6: patient code: 3191 ¿ updated planned explant to explant. Section h6: patient code: 2137 - blurred vision. Section h6: patient code: 2143 - blood in vitreous fluid. Corrected data: section g1: site address: road 402 north, km 4.2, anasco industrial park, anasco, pr, 00610, us with the serial number provided, it is now known that the manufacture report number would have been initially submitted under the anasco reporting number beginning with 2648035. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.